Event description:
Unresponsive, ventilated patient sustained a second degree burn to forehead and nape of neck following use of no-rinse shower cap. Rn heated product according to manufacturer's and product package instructions. Burn noted after cap was removed after approximately five minutes. Physician made aware and ordered silvadene to affected areas and consulted wound care.